Event description:
On (B)(6) 2015, the reporter contacted animas stating there was worn housing on the pump. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: the battery cap was returned and the test cartridge cap was used to complete the investigation. There was no damage or wear and tear found to the pump¿s case. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and pinkish.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).